Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension set mic tubing 60 inch end piece was cracked and medication leaked from it. The following information was provided by the initial reporter: "description of problem: cracked end piece connected to blue cap; leaks out fluid/meds affect on patient: no pt harm".

Manufacturer narrative:
It was reported a cracked end piece connected to blue cap with leakage. Received from the customer is one used extension set model 30914 lot 19116081. Attached to the set¿s female luer is a non-bd microclave. Attached to the non-bd microclave is a 10ml covidien monoject syringe lot 19j1304 exp 2021-09-30, 0.9% sodium chloride. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a crack in the female luer wall (p/n 630-01364) on the opposite end of the injection gate of the set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. No damages were observed on the male luer. The female luer cavity number is 2. A lab syringe filled with blue dye water was attached to the set for a priming test. The set leaked from the cracked female luer. No other leaks were observed throughout the set. Equipment used (measurement and testing performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 5-feb-21. A device history record for model 30914 with lot number 19116081 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of a cracked end piece was confirmed to be a female luer crack. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks. Corrective action documented in trackwise CAPA pr 84753 (completed 21/feb/2018) dramatically reduced the internal stresses and material degradation in the luer and co # 1109132 was issued to document the implementation of the new female luer. Although this failure has occurred in the newly implemented female luer, the CAPA¿s effectiveness check plan targets a 50% reduction in complaints per million and the corrective actions are in place to help mitigate the female luer cracks.

Event description:
It was reported that the extension set mic tubing 60 inch end piece was cracked and medication leaked from it. The following information was provided by the initial reporter: "description of problem: cracked end piece connected to blue cap; leaks out fluid/ meds affect on patient: no pt harm".